Manufacturer narrative:
The patient was the initial reporter), so personal information was not entered. The model# was not provided.

Event description:
A (B)(6) customer received a blood glucose reading of 1.1mmol/l on the contour next link 2.4, which he felt was incorrect, so retested on the contour next and the reading was 8.0mmol/l. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The customer returned the test strips for evaluation. A new meter was sent to him.